Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death and mitral stenosis. Death and mitral stenosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. B2 date of death, was estimated as (B)(6) 2023.

Event description:
This is filed to report death. It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet. During a mitraclip procedure, one mitraclip xtw was implanted. After placing a second xtw clip, the mr grade was <1 and the mitral pressure gradient (mpg) was 6-8mmhg. The multidisciplinary team (mdt) discussed whether to replace the xtw with a smaller clip, or to accept the moderate mpg. The moderate mitral stenosis and trace mr were accepted by the mdt, and the clip was deployed. The mpg was 9mmhg after deployment. The patient did well clinically and was discharged the next day on (B)(6) 2023. A few days later, on (B)(6) 2023, the patient died. Per the implanting physician, mitral stenosis did not directly cause the patient's death, but was indirectly related. The direct cause of death is unknown, but the patient's age was taken into consideration. No additional information was provided.